Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of plunger went over the lens when folding it, damaging it in the process. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
Correction: on initial MDR the product code of a150204 was incorrect. It should have been a050301 on the original MDR. The manufacturer internal reference number is: (B)(4).